Event description:
It was reported the disposable exhibited leakage of cytotoxic drug (blinatumomab) from in-line filter of infusion set. Chemotherapy administered via cadd solis ambulatory infusion pump. Noted leakage of chemotherapy on patients blanket. Cytotoxic spill managed appropriately with cytotoxic spill kit. Patient admitted to hospital and leakage noted to be coming from in-line filter. Infusion disconnected due to leakage resulting in loss of dose (approximately 19 hours' worth). Photographs taken of leak but unable to keep line due to contamination with cytotoxins. Chemotherapy given as part of a continuous infusion given over 28 days with bag changes. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.